Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was missing the relief alarm pressure knob and the cap was loose on the front face plate. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: d4: UDI - (B)(4) h6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the front panel was bent, patient connector was loose, input/output side label was worn and torn, and relief alarm knob cap was missing. The customer reported complaint was able to be confirmed. The cause of the issue was that the device was mishandled. The missing relief alarm knob cap and front panel were replaced as well as the MRI battery, sintered filter, o rings, housing case and labels. The loose patient connector was tightened, and the patient pressure cycling led was adjusted to tolerance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.